Event description:
Reported events of abdominal pain from journal article: "an approach to the assessment and management of the laparoscopic adjustable gastric band pt in the emergency department", emergency medicine australasia (2011) 23, 186-194. It is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents the 5 pts who experienced abdominal pain.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2011. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this info, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Multiple requests for further info have been made. Allergan has received no response from the authors. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Abdominal pain is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of abdominal pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."